Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8332725, medical device expiration date: 2023-10-31, device manufacture date: 2018-11-28. Medical device lot #: 8332792, medical device expiration date: 2023-11-30, device manufacture date: 2018-11-28. Investigation summary: six samples were received. They came in opened packaging blisters. Visual inspection was performed and it was noted that they have a small piece of plastic adhered to the bottom of the stopper. Failure mode is verified. This piece of plastic comes from friction of components during the assembly process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for the lot#s 8332725 / 8332792 for the same defects or symptoms. There was no documentation of issues for the complaint of batch #s 8332725 / 8332792 during the production runs. Root cause description: this piece of plastic comes from friction of components during the assembly process.

Event description:
It was reported that foreign matter was inside the syringe with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: it was reported particles found inside the syringes as well as outside the syringes within the sealed package. Per email: we have been having some quality control issues with the 60ml luer lock syringes. There have been particles found inside the syringes as well as outside the syringes within the sealed package. This has been found on two separate occasions: on (B)(6) 2019 in regards to lot # 8332725 and 8332792 and (B)(6) 2019 in regards to lot # 8360834 and 8360839. We have plenty of samples for you to review. We are concerned moving forward using any of the lot numbers listed above. It is very time consuming to inspect the syringes before use in the pharmacy.